Event description:
It was reported that a patient underwent abdominal surgery on an unknown date and suture was used. The patient experienced a contact dermatitis on the abdomen. A skin patch test revealed an allergy to disperse blue. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - inflammation occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.